Event description:
Pt experience venous fistula needle dislodgement which did not set off the attached redsense alarm. Event occurred in outpatient dialysis unit. Pt exhibited his usual restlessness during dialysis but was not confused, agitated or incooperative. The site was not covered. Device has been in use for four months.